Event description:
The customer stated that the paramedics were called out to treat their blood glucose. However, the cutomer refused treatment and they gave 15u injection. Troubleshooting was performed. Assisted customer in correcting the programming. The customer also reported that the cannula was kinked when the infusion set was removed. Advised customer to follow the two high bg rule in the future to prevent prolonged high sugar level that it can lead to dka. A day later, the customer called back to request assistance with rewind and manual prime.